Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including functional testing and ECG testing without duplicating the report. The device was recertified and returned to the customer. A review of the device log indicates the user was not in the correct ECG view when a pads signal was established. In order to view the intended ECG signal (pads or leads), the unit needs to be in the correct ECG view (pads or leads). The ECG view can be toggled by pressing ECG view button located at the upper left side of the screen. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.